Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the implantable cardioverter defibrillator was returned and analyzed. Visual examination of the connector block, grommets and setscrews found no anomalies. Primary analysis finding: no anomalies were identified.

Event description:
It was reported, during the implant procedure, inappropriate pacing and sensing were observed when the lead was connected to the implantable cardioverter defibrillation (ICD). The physician had difficulty connecting the rv port to the ICD. Of note, the lead was check with the analyzer and had good values. Consequently, this ICD was explanted and replaced. No patient complications have been reported as a result of this event.